Manufacturer narrative:
Catalogue number - the device was reported to have one of the three product codes: 2c8537, 7n8399, or 7n8301. (B)(6). The 2c8537 has a 510(k) number of k961225; 7n8399 and 7n8301 have a 510(k) number of k132734. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood leaked from the connection of an administration set to the patient's catheter. This occurred while attempting to connect the set to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.